Manufacturer narrative:
A sample was not returned. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether the device was the root cause. The device is indicated for external use only; therefore, this event is being reported due to potential use error. The product indications for use (IFU) states: -3m ioban 2 antimicrobial incise drape is indicated for use as an incise drape with continuous antimicrobial activity. It is intended for external use only.

Event description:
Report received from the FDA via medwatch form mw5156123: a 68-year-old patient underwent a left total arthroplasty with the use of a 2.3 x 0.04 piece of 3m¿ ioban¿ 2 antimicrobial incise drape. The patient allegedly developed a post-surgical infection with wound dehiscence which required debridement and excision. During the surgery, a yellow translucent material, allegedly the ioban¿ drape, was found and identified as the source of the surgical site infection and post-surgical complications. The patient required an additional hospital admission with surgery and continues to require treatment.